Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty placing the right ventricular (rv) lead. The rv lead also exhibited high threshold measurements and high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently this lead was attempted and not implanted. A new rv lead was successfully implanted with the same pacemaker. No adverse patient effects were reported.